Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('16 months out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced memory impairment ("memory problem"), pain ("searing pain"), hallucination ("hallucinations, thoughts of murder"), hypertension ("high blood pressure"), hypotension ("critically low") and tooth disorder ("crumbling teeth") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, memory impairment, weight increased, pain, hallucination, hypertension, hypotension and tooth disorder outcome was unknown. The reporter considered hallucination, hypertension, hypotension, medical device removal, memory impairment, pain, tooth disorder and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." Most recent follow-up information incorporated above includes:on 23-mar-2020: social media report-reporter information added. Event "memory problem addedbased on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('16 months out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced memory impairment ("memory problem"), pain ("searing pain"), hallucination ("hallucinations, thoughts of murder"), hypertension ("high blood pressure"), hypotension ("critically low"), tooth fracture ("crumbling teeth"), internal haemorrhage ("I ended up with internal bleeding"), pelvic inflammatory disease ("from the rotting organ") and uterine disorder ("I had my uterus shrivel into a black mass and break into five piece. ") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, memory impairment, weight increased, pain, hallucination, hypertension, hypotension, tooth fracture, internal haemorrhage, pelvic inflammatory disease and uterine disorder outcome was unknown. The reporter considered hallucination, hypertension, hypotension, internal haemorrhage, medical device removal, memory impairment, pain, pelvic inflammatory disease, tooth fracture, uterine disorder and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new events I had my uterus shrivel into a black mass and break into five piece, I ended up with internal bleeding, from the rotting organ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('16 months out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('16 months out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.